Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported within approximately a week and a half post implant that the implantable cardiac monitor (icm) recorded an asystole episode that the patient did not report feeling symptomatic during. The episode appeared to be a false positive. The icm is still in use. No patient complications have been reported as a result of this event.